Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced hyperglycemia with a bg of 310 mg/dl after delaying a meal announcement and remaining disconnected from the ilet for approximately one hour during a supply change. The user completed the supply change, resumed insulin delivery, and bg returned to range without medical intervention. No ems or hospitalization was required.